Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated haptics contacted the peripheral corneal endothelium. The lens remained implanted. The reporter indicated they didn't have experience in the early time when icl floated in the anterior chamber with the "ovd free" technique. This patient was part of a study comparing the safety of implantable collamer lens (icl) with and without ophthalmic viscosurgical device (ovd).

Manufacturer narrative:
Claim#: (B)(4).